Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to a transformer, designator t104 on the system pcb assembly being shorted by loose conductive foam from the shield of the single board computer (sbc) on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device could not be powered on during scheduled device testing. There was no patient use associated with the reported event.